Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient expired while connected to their liberty select cycler on (B)(6) 2020. Additional information was requested but to date, has not been provided. It was reported the cycler was available to be returned at intake; however, to date, the cycler has not been returned to the manufacturer for evaluation. Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the serious adverse event of death. The patient reportedly expired while connected to the liberty select cycler; however, there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction was associated with the serious adverse events. Nevertheless, the exact etiology and cause of the patient¿s death is unknown; therefore, causality cannot be firmly established. The end-stage renal disease (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the patient¿s expiration, as the patient was connected to the liberty select cycler when the event occurred. Additionally, given the absence of an autopsy report, esrd death notification, death certificate, treatment records and no manufacturer evaluation of the suspect device; there is insufficient evidence to conclude the root cause of the event.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indication of particulates. The touch screen test failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen was dim. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test and valve actuation test. The load cell verification was within tolerance. There was evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the touch screen became operational. The functioning inverter board was removed from the touch screen at the completion of the investigation. The voltage check passed. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the dim screen encountered during investigation was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.